Event description:
Rptr was knocked to her knees by a student from the back, injuring l5, s1 disc. On 5/15/93, surgery was performed and on 2/15/94, pedicle device was implanted; also a fusion. As of this time rptr still has a feeling of metal touching metal about 90% of time and still can't bend. Dismissed from dr in 8/94 to return to work. On 9/13/94 visited disability dr for rating at 64% also have to have pain medication periodically. Dr says it needs to be removed at 1 yr.